Manufacturer narrative:
Analysis on the system control plate has been completed. The plate was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel and the supplier personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this event. Event problem and evaluation: on (B)(4) 2016, a medtronic representative went to the site to test the equipment. The image acquisition system (ias) would not turn on with the pendant connected. In trouble-shooting, trying a different pendant did not resolve the issue. Changing the ias system control plate resolved the issue. A system check-out was completed; mechanical tests, imaging tests, and safety inspection passed. The system control plate was returned to the manufacturer and has been forwarded to the supplier for failure analysis; further evaluation is in progress.

Event description:
A medtronic representative reported that the imaging system¿s pendant was black after turning on the system. No patient was involved when this issue was identified.